Event description:
It was reported that a patient underwent an unknown eye surgery on an unknown date and suture was used. Approximately five years following the procedure, the patient experienced post-operative suture breakage. The patient required undefined medical/surgical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient experienced degradation and suture breakage of both haptics approximately 5 years post-operatively. The surgeon opines that suture gets treated as a foreign body in the sclera with probable macrophage activity helping the degradation of the suture and the patient probably had an immune system that was particularly aggressive against the suture.